Event description:
It was reported that during a lobectomy procedure, the jaw was not opened and an abnormal sound at the third stroke of the fourth firing was heard. The doctor commented that the tissue had been thick and hard. It is unknown how the jaws were opened, but another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.